Manufacturer narrative:
It was reported to philips that the device had an alarm that was caused by a low gas pressure in the oxygen supply line. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. A philips field service engineer (fse) evaluated the device and was unable to replicate the reported issue. The fse provided the customer with recommendations to eliminate this problem in the future and customer to follow the service manual for testing procedures.

Manufacturer narrative:
Report date: 26aug2021. Reporting institution name: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a power issue. The device was not in clinical use at the time of the event. There was no report of patient or user harm.